Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent balloon kyphoplasty procedure at l1. During procedure, cement extravasated posteriorially into what appeared to be the spinal canal on the last push while doctor was implanting the cement. Prior to that cement was filling anterior. The doctor stopped immediately. He had been filling very slowly and taking images after every push.